Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call of high blood glucose readings and hospitalization on the insulin pump. The customer's blood glucose reading was over 500 mg/dl. The nurse stated that the patient was hospitalized for diabetic ketoacidosis. The customer was treated with IV drip and insulin drip. The customer was advised of the 2 high blood glucose rules. The customer was assisted with the displacement and self-tests. The tests passed. The nurse was advised that the pump is working as designed. The nurse was advised to call when the no delivery alarm is received.